Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen, which is off-label usage of the device. On 05/29/2025, it was reported that the patient developed a skin reaction which occurred on an unspecified number of days after the sensor was inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and a blister at the needle puncture site. The patient mentioned she has a history of allergies, and she is anemic. On 06/05/2025, tech support contacted the patient to verify additional information. On (B)(6) 2025, the patient went to the hospital because she had pain at the insertion site, abdominal pain, headaches, lightheadedness, and nausea. She stated there was ¿blood everywhere¿ but declined to provide further information. On 06/09/2025, tech support contacted the patient and confirmed the reported symptoms were related to the dexcom skin reaction and she was admitted to in-patient hospitalization and was discharged home three days later on (B)(6) 2025. She declined to provide additional medical intervention information, and only mentioned she applied an unspecified cream to the reaction area. At the time of the follow up report, the patient still had pain and a lump at the insertion site, and she declined to provide further information and disconnected the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient developed a skin reaction which occurred on an unspecified number of days after the sensor was inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and a blister at the needle puncture site. The patient mentioned she has a history of allergies, and she is anemic. On (B)(6) 2025, tech support contacted the patient to verify additional information. On (B)(6) 2025, the patient went to the hospital because she had pain at the insertion site, abdominal pain, headaches, lightheadedness, and nausea. She stated there was ¿blood everywhere¿ but declined to provide further information. On (B)(6) 2025, tech support contacted the patient and confirmed the reported symptoms were related to the dexcom skin reaction and she was admitted to in-patient hospitalization and was discharged home three days later on (B)(6) 2025. She declined to provide additional medical intervention information, and only mentioned she applied an unspecified cream to the reaction area. At the time of the follow up report, the patient still had pain and a lump at the insertion site, and she declined to provide further information and disconnected the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.